Event description:
Ciba dailies contact lens became stuck in far lateral aspect of pt's eye, and when removed, had torn. Torn portion not able to be seen -or removed- by pt, necessitating office visit for removal under slit lap. Pt, a physician who has used other brands of disposable lens, reports that these tear "often".